Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure, there was an ampere generator boot up issue and an error displayed stating "generator malfunction". Restarting the ampere generator did not resolve the issue. The procedure was then cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys radio frequency (rf) cable was received for evaluation. Visual inspection revealed that the connector ports were free of physical damage, and a section along the cable sheath showed internal wiring bunching. The cable was tested by resistance pin-to-pin and revealed the cable was electrically shorted. Any electrical short will cause unexpected results, including non-functionality. During investigations we confirmed that this shorted rf cable causes the ampere post to display ampere malfunction results. If the ampere was passed the timing of the post the rf cable only caused no catheter detection. The reported event was able to be duplicated by visual and functional inspection and resistance testing. Based on the investigation and information provided to abbott this symptom was able to be confirmed, and the root cause was attributed to an electrical open of the internal wires of the rf cable. The product's lot number could not be obtained, therefore the primary di number was provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: b5, d1, d4, e1, g3, h2. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a procedure, there was an ampere generator boot up issue and an error displayed stating "generator malfunction". Restarting the ampere generator did not resolve the issue. The procedure was then cancelled. It was later determined the issue was due to the connection cable between the ampere rf generator and the tactisys quartz module.